Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 23 mg/dl recently and she was unsure of why that happened. The customer conjectured that she may done a fingerstick test while her hands were not clean and received a false high blood glucose reading, and bolused based on that false high. The customer was not seriously injured or hospitalized, and she was fine at the time of call. The insulin pump was not returned or replaced.